Event description:
The pt entered the hospital displaying symptoms of a heart attack. Upon hospital admittance, it was reportedly confirmed that the pt had suffered a myocardial infarction. As reported by facility, during his hospital stay a cooling blanket was placed on the pt. Initially, the blanket was cooling. When the pt was being turned by the family, the pt's skin peeled off onto their hands and the pt and blanket were hot to touch. Family member of pt reported (after the event) the cord felt overly warm.

Manufacturer narrative:
Per attorney, at an undertermined time following the alleged tissue damage incident, the pt was reportedly sitting up, eating, and progressing in his recovery. It was sometime after this recovery progression that the pt suffered a fatal myocardial infarction. Conclusion: csz has been manufacturing blanketrol product line since the early 1960's. The blanketrol ii line extension was released in 1982. Since that time, there have been no reported serious injuries or deaths related to blanketrol ii usage. The unit design meets ul and iec safety requirements and all units are 100% tested prior to release. The medwatch report indicated that the unit malfunctioned, which caused tissue damage. Csz has not had direct access with this unit to allow a final functionality conclusion to be defined. Based on the pm records obtained and the csz evaluation of a unit of similar vintage, it appears as if the sixteen year old unit has not been properly tested and maintained as required per the csz operations manual. The pt entered the hospital orginally immediately following a myocardial infarction and with the pre-exisitng medical conditions listed below: gout, diabetes, copd, vascular disease, high fever. The alleged tissue damage can not be associated with the myocardial infarction, which was indicated as the cause of death. Csz is planning to travel to the user facility upon legal counsel approval by all parties to allow additional investigation and testing to be conducted on the unit. However, since the unit is the focus of the legal proceedings, this trip has been delayed and may be delayed for some time. Upon completion of the product review, additional data will be forwarded for inclusion in the medwatch file.